Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with their pacemaker eroding through the pocket and an infection. The physician explanted and replaced the patient's pacemaker system. The patient was stable throughout.